Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment. A new rv lead was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing and cut/cuts in the outer insulation and in the suture sleeve. Based upon the clinical observations and the laboratory findings, we believe that the cuts were likely explant damage. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the dislodgment allegation.

Event description:
It was reported that this right ventricular (rv) lead had dislodged twice. Subsequently, the rv lead was explanted and a new lead was successfully implanted. No additional adverse effects were reported.